Manufacturer narrative:
Other relevant device(s) are: micra d4: model #: mc1vr01-delsys; expiration date: 14-apr-2021; serial#:(B)(4); UDI #: (B)(4); device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 05-nov-2019; labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced unresponsiveness, and chest compressions were administered. The patient was successfully resuscitated and transferred to intensive care unit (ICU). The patient's condition continued to deteriorate. The decision was made by the family to switch to palliative care and according to patient's stated wishes. The patient is a participant in the post approval clinical surveillance product surveillance registry. Patient expired in the hospital's hospice unit. Cause of death is stated as cardiopulmonary arrest likely secondary to over sedation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was congestive heart failure.